Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to g2, and the device evaluation. Please see updates to d4, g2, h4, h6 and h10. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of june 2017 but a specific date could not be identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The operation pipe (the connection between the bml sheath and the handle) was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for the gall stones temporarily stuck in the basket include: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above, deformation of the basket and misalignment of the coil sheath occurred. And the operating pipe broke at the brazing joint. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the user attempted to crush the bile duct stone with the bml-v437qr-30 (single use mechanical lithotriptor v), however, it was difficult because the stone was hard. It was noted, when the knob of the bml handle v was turned forcefully, the connecting part between the bml sheath and the handle broke. Subsequently, the intended procedure was completed with a similar device, with no delay and no harm or user injury reported due to the event. Patient identifier (B)(6) captures the related event on the single use mechanical lithotriptor v.

Manufacturer narrative:
The serial number of the subject device was not provided. The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.